Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high/unstable thresholds and could not get capture in unipolar configuration. There was also an impedance drop to low impedance values, and decreased p-waves resulting in undersensing. The lead was reprogrammed and it remains in use with continued monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.